Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke and was observed on the console display. A new fiber was used to complete the procedure with no clinical consequences to the patient.